Manufacturer narrative:
The device was inspected and the peek housing was found cracked with no internal parts exposed. Red residue was observed under the pebax. Deflection testing was performed and the catheter failed. A failure analysis was performed and the catheter was dissected on the tip area. The t bar was found slid down causing the improper deflection condition and residues of patient unit application was found at the t-bar anchored place which indicates a proper manufacturing assembly. This issue is related to the damage observed on the peek housing. Additionally, scanning electron microscope (sem) testing was performed on the pebax area. The results showed evidence of mechanical damage, stress marks, and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the damage observed on the pebax cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. The root cause of the t bar slippage cannot be determined. However, an internal corrective action was created to investigate this issue. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation (afib) with a thermocool® smart touch¿ electrophysiology catheter and during the procedure the catheter could not deflect to the specification. The catheter was replaced, and the issue resolved without patient consequence. The deflection issue is not reportable. This complaint was originally assessed as not reportable because the potential that it could cause or contribute to death, serious injury, or other significant adverse event is remote. The device was returned to the bwi failure analysis lab (fal) and on (B)(6) 2018 scanning electron microscope sem analysis of the pebax showed evidence of mechanical damage, stress marks, and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. The issue of hole on the surface of the pebax has been assessed as reportable.

Manufacturer narrative:
Additional information was received on 8/11/2018 indicating the manufacture date: 12/21/2017 and manufacturing date: 12/20/2018. Corresponding fields of this report have been updated. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacture ref no: (B)(4).